Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician was unable to get their implantable pulse generator (ipg) to work. The device remains in use. No patient complications have been reported as a result of this event.